Event description:
According to report from the distributor, during closer of a laceration the dermabond topical skin adhesive migrated to the patient's eye, wherre it adhere the eyelids. It was reported that the patient was fine and there was no permanent damage. No follow-up was required.